Event description:
During a prodisc-c procedure at c4-c5 for disc herniation, the retractor blades were removed and a milling guide and a milling bit were used. The milling bit hit the fascia of the esophagus, without perforating the muscularis. Surgeon used derma matrix to repair and complete the procedure. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Subject device has been received and is currently in the evaluation process.